Event description:
It was reported that the pump was replaced due to end of life. There was no patient injury and the patient recovered without sequela. The device was returned for disposal only.

Manufacturer narrative:
Concomitant: product ID 8596, serial# (B)(4), implanted: 2007-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4). Evaluation: analysis of the pump revealed an alarm resonator anomaly. Per the pump logs, the pump was delivering morphine.